Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was partially deployed and the clip was visible and still loaded on the carrier tube. Internal inspection found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. Subsequently, and although this was not reported, the device would likely be difficult to remove from the patient anatomy. The vessel locator wings were noted to be bent and the thumb advancer was not retracted, which indicates the safety release slider was not utilized to facilitate device removal, as described in the instructions for use. Review of the device history record for this lot did not produce any findings relevant to this report. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. A query of the database for similar incidents was performed and review of the records does not indicate a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of common femoral artery after an interventional procedure. Reportedly, the clip was deployed but may be on the end of the device. Hemostasis was not achieved with the device. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequelae. Though requested, no additional information was provided.